Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was 189 mg/dl and current blood glucose was 130 mg/dl. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. Customer advised the insulin pump will need to be replaced and was advised to revert backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly.